Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 07-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and 7 years after insertion learned she was pregnant. It was a cervical ectopic pregnancy and had to get a drug induced abortion. According to consumer, this ectopic pregnancy was the result of the migration of the essure device that was implanted on her right side, and which she described as dangling out of the right fallopian tube. She had also been suffering from heavy bleeding. These events, seen as ectopic pregnancy, device dislocation and genital bleeding are listed in the reference safety information for essure. Considering the implied temporal relationship and the fact that genital bleeding may occur during essure use, causal relationship between this event and essure use cannot be excluded. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher. In this case, hsg was done three moths after placement and confirmed that fallopian tubes were blocked. Although the reported device dislocation could have been a contributory role in pregnancy occurrence, as concluded per reporter, given the limited information regarding its date and mechanism, causality between both events and essure use cannot be excluded. Since ectopic pregnancy can lead to a life-threatening situation and requires surgical intervention, this case is regarded as incident. Other non-serious events were informed. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 06-may-2016 which had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6)-2007 for permanent birth control. Hsg (hysterosalpingogram) was performed in (B)(6)-2007 and confirmed that fallopian tubes were completely blocked. In (B)(6)-2015, the consumer learned she was pregnant - it was a cervical ectopic pregnancy. She was informed that she would have to take drugs to induce miscarriage as carrying an ectopic pregnancy to term was extremely dangerous and could have caused untimely death. Accordingly, it was necessary to induce miscarriage in order to save her life. The consumer's physician explained that this ectopic pregnancy was the result of the migration of the essure device that was implanted on her right side, and which she described as dangling out of the right fallopian tube. On (B)(6) 2015, the consumer underwent a right tubal ligation during which the coil in her right fallopian tube was removed. However the device implanted in left fallopian tube remained in her body. She was suffering from severe menstrual and abdominal pain. Since receiving essure, she has also suffered from depression, weight fluctuation, coital pain, and heavy bleeding. She was currently experiencing migraines - of which she had no history prior to essure. Follow up 18-may-2016: plaintiff reported even though the device worked well for over five years, she discovered there were many essure problems when she learned she was pregnant in (B)(6)-2015. According to the essure lawsuit, the plaintiff had developed a cervical ectopic pregnancy and had to get a drug induced abortion due to how dangerous the pregnancy was to her and the baby. She was upset to learn of their unexpected pregnancies, also reporting other essure complications including menstrual bleeding and severe pain. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and 7 years after insertion learned she was pregnant. It was a cervical ectopic pregnancy and had to get a drug induced abortion. According to consumer, this ectopic pregnancy was the result of the migration of the essure device that was implanted on her right side, and which she described as dangling out of the right fallopian tube. She had also been suffering from heavy bleeding. These events, seen as ectopic pregnancy, device dislocation and genital bleeding are listed in the reference safety information for essure. Considering the implied temporal relationship and the fact that genital bleeding may occur during essure use, causal relationship between this event and essure use cannot be excluded. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher. In this case, hsg was done three moths after placement and confirmed that fallopian tubes were blocked. Although the reported device dislocation could have been a contributory role in pregnancy occurrence, as concluded per reporter, given the limited information regarding its date and mechanism, causality between both events and essure use cannot be excluded. Since ectopic pregnancy can lead to a life-threatening situation and requires surgical intervention, this case is regarded as incident. Other non-serious events were informed. A technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("cervical ectopic pregnancy/ pregnancy (with complications)/ pregnancy (termination)/ pregnancy (ectopic)"), fallopian tube perforation ("migration of essure on her right side - "dangling out of the right fallopian tube" - perforating fallopian tube/ migration of essure device location of device: hanging from right fallopian tube") and genital haemorrhage ("heavy bleeding/ heavy bleeding [due to depot shots]") in a 35-year-old female patient (gravida 5, para 3) who had essure (batch no. 626531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 3 (date of births: (B)(6) 1990, (B)(6) 1991, (B)(6) 1993), stomach cramps, nausea, gagging on medication, vomited, throat irritation, heartburn, common cold, cough, gerd, hiatal hernia, weight loss (lost 14 ibs in 2.5 months) in 2006, pap smear abnormal, spotting vaginal, vaginitis, wheezing, gastritis, fever, chills and productive cough. No history of migraines prior to essure. Previously administered products included for birth control: iud mirena from 2006 to 2008 and depo from 1993 to 2006. Past adverse reactions to the above products included pregnancy with iud mirena. Concurrent conditions included asthma, vaginal itching, chest pain, shellfish allergy (hives), alcohol use (0-1 drinks per week), obesity, chronic back pain, chest cold, hypertension, yeast infection, insomnia, candida infection, rash, dyspepsia, epigastric discomfort, arthritis, smoker, galactorrhea, hyperlipidemia, drug allergy (swelling), vitamin d deficiency, candida vaginal, wrist pain and nervous breakdown. Family history included high cholesterol (grandmother). Concomitant products included cetirizine hydrochloride, cyclobenzaprine hydrochloride (flexeril), dulera, hydrochlorothiazide, ibuprofen, ibuprofen (motrin), naproxen sodium (aleve), omeprazole, salbutamol (albuterol) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced mental disorder ("nervous breakdown with depression [due to unintended pregnancy while using iud]"). In 2012, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)/ pain abdominal (several days during menstrual cycle, moderate)/ dysmenorrhea") and abdominal pain ("severe abdominal pain/ right side of abdomen pain (constant, moderate to severe)/ pain abdominal"). In (B)(6) 2015, 7 years after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria life threatening and intervention required). On (B)(6) 2015, the patient experienced complication of device removal ("complication of essure removal procedure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), dyspareunia ("coital pain, pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during intercourse (every interlude, moderate to severe)/ pain during intercourse [due to ill-fitting iud]/ dyspareunia"), migraine ("migraines/ migraines (periodic, moderate)"), menstrual disorder ("complications including menstrual bleeding"), pelvic pain ("severe pain/ pain"), female sterilisation ("tubal ligation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding") and abdominal pain lower ("cramping became more painful"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with methotrexate, surgery (forced miscarriage, had to miscarry due to ectopic pregnancy) and surgery (on (B)(6) 2015, unilateral salpingectomy (one side), essure in right tube was removed). Essure was removed. In 2015, the abdominal pain had resolved. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, depression, weight fluctuation, menstrual disorder, pelvic pain, female sterilisation, mental disorder, abdominal pain lower and complication of device removal outcome was unknown, the genital haemorrhage, dyspareunia, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea and migraine had not resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, female sterilisation, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, migraine, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she was informed that she would have to take drugs to induce miscarriage as carrying an ectopic pregnancy to term was extremely dangerous and could have caused untimely death. Essure in right tube was removed, left device continued. Removal surgeon advised of complications from essure removal procedure, that her right fallopian tube was bad and had to be removed with the implant. She was fearful the left side device will migrate and further injure her body. Insertion details: patient tolerated the procedure well ectopic pregnancy/forced miscarriage with essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion pathology report on (B)(6) 2007, results: low grade squamous intraepithelial lesion. Ultrasound of obstetrics on (B)(6) 2008, impression: 1. Gravid uterus containing a single live embryo measuring 7.1 weeks + I - 1 week size with a heart beat. Crown-rump length correlates with mean gestational sac size. 2. Intrauterine device in the endometrial canal in thelower uterine segment and cervix. X ray thoracic spine, 2 views on (B)(6) 2010, impression: possible old mid thoracic vertebral body fracture. CT brain (B)(6) 2013, impression: extracranial soft tissue swelling CT face (B)(6) 2013, impression: 1. Minimal sinus thickening 2. Extracranial soft tissue swelling in the left supraorbital region. Current weight as of (B)(6) 2018: 200 lbs. Approximate weight at the time of essure placement: 215 lbs. Onan unknown date, pregnancy test was performed which was positive on (B)(6) 2009, intraoperative findings: an anteverted uterus sounding to 8 cm. Initially the right tubal ostium was difficult to visualize secondary to some filmy adhesions. After a sharp curettage, both ostia were able to be visualized clearly. At the end of the procedure, there were no coils visible from the right tubal ostium and there were six coils visible from the left tubal ostium. On (B)(6) 2015, diagnosis: none specified. Impression: successful bilateral uterine artery embolization. Findings: ultrasound shows a normal, anechoic right common femoral artery. Normal internal iliac arteries bilaterally, with the exception of mildly enlarged uterine arteries. Focally increased vascularity in the region of the cervical ectopic pregnancy. Post embolization control arteriograms show sluggish flow bilaterally. Concerning the injuries reported in this case, the following one was described (confirmed) in patient¿s medical records: ectopic pregnancy with contraceptive device, pelvic pain and abdominal pain. Invalid lot number (806007) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("cervical ectopic pregnancy/ pregnancy (with complications)/ pregnancy (termination)/ pregnancy (ectopic)"), fallopian tube perforation ("migration of essure on her right side - "dangling out of the right fallopian tube" - perforating fallopian tube/ migration of essure device location of device: hanging from right fallopian tube") and genital haemorrhage ("heavy bleeding/ heavy bleeding [due to depot shots]") in a 35-year-old female patient (gravida 5, para 3) who had essure (batch no. 626531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 3 (date of births: (B)(6) 1990, (B)(6) 1991, (B)(6) 1993), stomach cramps, nausea, gagging on medication, vomited, throat irritation, gerd, hiatal hernia, weight loss (lost 14 ibs in 2.5 months) in 2006, pap smear abnormal, spotting vaginal, vaginitis, wheezing, gastritis, angioedema on (B)(6) 2011, allergic reaction on (B)(6) 2011 and back pain (onset 3days ago without injury. Pain described as sharp and non-radiating to the back (-) distal neurogenic.) On (B)(6) 2010. No history of migraines prior to essure. Previously administered products included for birth control: iud mirena from 2006 to 2008 and depo from 1993 to 2006. Past adverse reactions to the above products included pregnancy with iud mirena. Concurrent conditions included asthma, vaginal itching, chest pain, shellfish allergy (hives), alcohol use (0-1 drinks per week), obesity, chronic back pain, hypertension, insomnia, rash, arthritis, smoker, galactorrhea, hyperlipidemia, drug allergy (swelling), vitamin d deficiency, candida vaginal, wrist pain and nervous breakdown. Family history included high cholesterol (grandmother). Concomitant products included cetirizine hydrochloride, cyclobenzaprine hydrochloride (flexeril), dulera, hydrochlorothiazide, ibuprofen, ibuprofen (motrin), naproxen sodium (aleve), omeprazole, salbutamol (albuterol) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding"). In 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2009, the patient experienced dyspareunia ("coital pain, pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during intercourse (every interlude, moderate to severe)/ pain during intercourse [due to ill-fitting iud]/ dyspareunia"). In (B)(6) 2010, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: recurrent bv") and rash ("rashes or skin condition type"). In (B)(6) 2011, the patient experienced abdominal pain ("severe abdominal pain/ right side of abdomen pain (constant, moderate to severe)/ pain abdominal"). In (B)(6) 2011, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced mental disorder ("nervous breakdown with depression [due to unintended pregnancy while using iud]"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)/ pain abdominal (several days during menstrual cycle, moderate)/ dysmenorrhea"). In (B)(6) 2015, 6 years 3 months after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria life threatening and intervention required). On (B)(6) 2015, the patient experienced complication of device removal ("complication of essure removal procedure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), migraine ("migraines/ migraines (periodic, moderate)"), menstrual disorder ("complications including menstrual bleeding"), pelvic pain ("severe pain/ pain"), female sterilisation ("tubal ligation") and abdominal pain lower ("cramping became more painful"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with methotrexate, surgery (forced miscarriage, had to miscarry due to ectopic pregnancy) and surgery (in (B)(6) 2015, unilateral salpingectomy (one side), essure in right tube was removed). Essure was removed on (B)(6) 2015. In 2015, the abdominal pain had resolved. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, depression, weight fluctuation, menstrual disorder, pelvic pain, female sterilisation, mental disorder, abdominal pain lower, complication of device removal, bacterial vaginosis, rash, bladder disorder and urinary tract disorder outcome was unknown, the genital haemorrhage, migraine, vaginal haemorrhage and menorrhagia had resolved, the dysmenorrhoea had not resolved and the dyspareunia was resolving. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, female sterilisation, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, migraine, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she was informed that she would have to take drugs to induce miscarriage as carrying an ectopic pregnancy to term was extremely dangerous and could have caused untimely death. Essure in right tube was removed, left device continued. Removal surgeon advised of complications from essure removal procedure, that her right fallopian tube was bad and had to be removed with the implant. She was fearful the left side device will migrate and further injure her body. Insertion details: patient tolerated the procedure well ectopic pregnancy/forced miscarriage with essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion on (B)(6) 2009 (insertion procedure): intraoperative findings: an anteverted uterus sounding to 8 cm. Initially the right tubal ostium was difficult to visualize secondary to some filmy adhesions. After a sharp curettage, both ostia were able to be visualized clearly. At the end of the procedure, there were no coils visible from the right tubal ostium and there were six coils visible from the left tubal ostium. X ray thoracic spine, 2 views on (B)(6) 2010, impression: possible old mid thoracic vertebral body fracture. Current weight as of (B)(6) 2018: 200 lbs. Approximate weight at the time of essure placement: 215 lbs. On an unknown date, pregnancy test was performed which was positive. On (B)(6) 2015, diagnosis: none specified. Impression: successful bilateral uterine artery embolization. Findings: ultrasound shows a normal, anechoic right common femoral artery. Normal internal iliac arteries bilaterally, with the exception of mildly enlarged uterine arteries. Focally increased vascularity in the region of the cervical ectopic pregnancy. Post embolization control arteriograms show sluggish flow bilaterally. Concerning the injuries reported in this case, the following one was described (confirmed) in patient¿s medical records: ectopic pregnancy with contraceptive device, pelvic pain and abdominal pain. Invalid lot number (806007). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received: added new events : recurrent bv, rashes, bladder or urinary problems or changes. Added medical history, updated event onset dates and updated outcome of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('cervical ectopic pregnancy/ pregnancy (with complications)/ pregnancy (termination)/ pregnancy (ectopic)'), fallopian tube perforation ('migration of essure on her right side - "dangling out of the right fallopian tube" - perforating fallopian tube/ migration of essure device location of device: hanging from right fallopian tube') and pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') in a 35-year-old female patient who had essure (batch no. 626531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included angioedema on (B)(6) 2011, allergic reaction on (B)(6) 2011, back pain (onset 3days ago without injury. Pain described as sharp and non-radiating to the back (-) distal neurogenic.) On (B)(6) 2010, weight loss (lost 14 ibs in 2.5 months) in 2006, multi gravida, parity 3 (date of births: (B)(6) 1990, (B)(6) 1991, (B)(6) 1993), stomach cramps, nausea, gagging on medication, vomited, throat irritation, gerd, hiatal hernia, pap smear abnormal, spotting vaginal, vaginitis, wheezing and gastritis. No history of migraines prior to essure. Previously administered products included for birth control: iud mirena from 2006 to 2008 and depo from 1993 to 2006. Past adverse reactions to the above products included pregnancy with iud mirena. Concurrent conditions included asthma, vaginal itching, chest pain, shellfish allergy (hives), alcohol use (0-1 drinks per week), obesity, chronic back pain, hypertension, insomnia, rash, arthritis, smoker, galactorrhea, hyperlipidemia, drug allergy (swelling), vitamin d deficiency, candida vaginal, wrist pain and nervous breakdown. Family history included high cholesterol (grandmother). Concomitant products included cetirizine hydrochloride, formoterol fumarate;mometasone furoate (dulera), hydrochlorothiazide, ibuprofen, naproxen sodium (aleve), omeprazole, salbutamol (albuterol) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding"). In (B)(6) 2009, the patient experienced dyspareunia ("coital pain, pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during intercourse (every interlude, moderate to severe)/ pain during intercourse [due to ill-fitting iud]/ dyspareunia"). In 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2010, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: recurrent bv") and rash ("rashes or skin condition type"). In (B)(6) 2011, the patient experienced abdominal pain ("severe abdominal pain/ right side of abdomen pain (constant, moderate to severe)/ pain abdominal"). In (B)(6) 2011, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced mental disorder ("nervous breakdown with depression [due to unintended pregnancy while using iud]"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)/ pain abdominal (several days during menstrual cycle, moderate)/ dysmenorrhea"). In (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria life threatening and intervention required), 6 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced complication of device removal ("complication of essure removal procedure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ heavy bleeding [due to depot shots]"), weight fluctuation ("weight fluctuations"), migraine ("migraines/ migraines (periodic, moderate)"), menstrual disorder ("complications including menstrual bleeding"), pelvic pain ("severe pain/ pain") and abdominal pain lower ("cramping became more painful") and underwent female sterilisation ("tubal ligation"). The patient was treated with methotrexate and surgery (forced miscarriage, had to miscarry due to ectopic pregnancy and in (B)(6) 2015, unilateral salpingectomy (one side), essure in right tube was removed). Essure was removed on (B)(6) 2015. In 2015, the abdominal pain had resolved. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, migraine, vaginal haemorrhage and menorrhagia had resolved, the fallopian tube perforation, pelvic inflammatory disease, depression, weight fluctuation, menstrual disorder, pelvic pain, female sterilisation, mental disorder, abdominal pain lower, complication of device removal, bacterial vaginosis, rash, bladder disorder and urinary tract disorder outcome was unknown, the dysmenorrhoea had not resolved and the dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, female sterilisation, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, migraine, pelvic inflammatory disease, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she was informed that she would have to take drugs to induce miscarriage as carrying an ectopic pregnancy to term was extremely dangerous and could have caused untimely death. Essure in right tube was removed, left device continued. Removal surgeon advised of complications from essure removal procedure, that her right fallopian tube was bad and had to be removed with the implant. She was fearful the left side device will migrate and further injure her body. Insertion details: patient tolerated the procedure well. Ectopic pregnancy/forced miscarriage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. On (B)(6) 2009 (insertion procedure): intraoperative findings: an anteverted uterus sounding to 8 cm. Initially the right tubal ostium was difficult to visualize secondary to some filmy adhesions. After a sharp curettage, both ostia were able to be visualized clearly. At the end of the procedure, there were no coils visible from the right tubal ostium and there were six coils visible from the left tubal ostium. X ray thoracic spine, 2 views on (B)(6) 2010, impression: possible old mid thoracic vertebral body fracture. Current weight as of (B)(6) 2018: 200 lbs. Approximate weight at the time of essure placement: 215 lbs. On an unknown date, pregnancy test was performed which was positive. On (B)(6) 2015, diagnosis: none specified. Impression: successful bilateral uterine artery embolization. Findings: ultrasound shows a normal, anechoic right common femoral artery. Normal internal iliac arteries bilaterally, with the exception of mildly enlarged uterine arteries. Focally increased vascularity in the region of the cervical ectopic pregnancy. Post embolization control arteriograms show sluggish flow bilaterally. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, pid. Invalid lot number (806007). Most recent follow-up information incorporated above includes: on 11-sep-2020: mr received: event pid was added. Reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('cervical ectopic pregnancy/ pregnancy (with complications)/ pregnancy (termination)/ pregnancy (ectopic)'), fallopian tube perforation ('migration of essure on her right side - "dangling out of the right fallopian tube" - perforating fallopian tube/ migration of essure device location of device: hanging from right fallopian tube') and pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') in a 35-year-old female patient who had essure (batch no. 626531, 806007-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included angioedema on (B)(6) 2011, allergic reaction on (B)(6) 2011, back pain (onset 3days ago without injury. Pain described as sharp and non-radiating to the back (-) distal neurogenic.) On (B)(6) 2010, weight loss (lost 14 ibs in 2.5 months) in 2006, multi gravida, parity 3 (date of births: (B)(6) 1990, (B)(6) 1991, (B)(6) 1993), stomach cramps, nausea, gagging on medication, vomited, throat irritation, gerd, hiatal hernia, pap smear abnormal, spotting vaginal, vaginitis, wheezing and gastritis. No history of migraines prior to essure. Previously administered products included for birth control: iud mirena from 2006 to 2008 and depo from 1993 to 2006. Past adverse reactions to the above products included pregnancy with iud mirena. Concurrent conditions included asthma, vaginal itching, chest pain, shellfish allergy (hives), alcohol use (0-1 drinks per week), obesity, chronic back pain, hypertension, insomnia, rash, arthritis, smoker, galactorrhea, hyperlipidemia, drug allergy (swelling), vitamin d deficiency, candida vaginal, wrist pain and nervous breakdown. Family history included high cholesterol (grandmother). Concomitant products included cetirizine hydrochloride, formoterol fumarate;mometasone furoate (dulera), hydrochlorothiazide, ibuprofen, naproxen sodium (aleve), omeprazole, salbutamol (albuterol) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding"). In (B)(6) 2009, the patient experienced dyspareunia ("coital pain, pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during intercourse (every interlude, moderate to severe)/ pain during intercourse [due to ill-fitting iud]/ dyspareunia"). In 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2010, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: recurrent bv") and rash ("rashes or skin condition type"). In (B)(6) 2011, the patient experienced abdominal pain ("severe abdominal pain/ right side of abdomen pain (constant, moderate to severe)/ pain abdominal"). In (B)(6) 2011, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced mental disorder ("nervous breakdown with depression [due to unintended pregnancy while using iud]"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)/ pain abdominal (several days during menstrual cycle, moderate)/ dysmenorrhea"). In (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria life threatening and intervention required), 6 years 3 months after insertion of essure. On (B)(6) 2015, the patient experienced complication of device removal ("complication of essure removal procedure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/ heavy bleeding [due to depot shots]"), weight fluctuation ("weight fluctuations"), migraine ("migraines/ migraines (periodic, moderate)"), menstrual disorder ("complications including menstrual bleeding"), pelvic pain ("severe pain/ pain") and abdominal pain lower ("cramping became more painful") and underwent female sterilisation ("tubal ligation"). The patient was treated with methotrexate and surgery (forced miscarriage, had to miscarry due to ectopic pregnancy and in (B)(6) 2015, unilateral salpingectomy (one side), essure in right tube was removed). Essure was removed on (B)(6) 2015. In 2015, the abdominal pain had resolved. At the time of the report, the ectopic pregnancy with contraceptive device, genital haemorrhage, migraine, vaginal haemorrhage and menorrhagia had resolved, the fallopian tube perforation, pelvic inflammatory disease, depression, weight fluctuation, menstrual disorder, pelvic pain, female sterilisation, mental disorder, abdominal pain lower, complication of device removal, bacterial vaginosis, rash, bladder disorder and urinary tract disorder outcome was unknown, the dysmenorrhoea had not resolved and the dyspareunia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, female sterilisation, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, migraine, pelvic inflammatory disease, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she was informed that she would have to take drugs to induce miscarriage as carrying an ectopic pregnancy to term was extremely dangerous and could have caused untimely death. Essure in right tube was removed, left device continued. Removal surgeon advised of complications from essure removal procedure, that her right fallopian tube was bad and had to be removed with the implant. She was fearful the left side device will migrate and further injure her body. Insertion details: patient tolerated the procedure well ectopic pregnancy/forced miscarriage with essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. On (B)(6) 2009 (insertion procedure): intraoperative findings: an anteverted uterus sounding to 8 cm. Initially the right tubal ostium was difficult to visualize secondary to some filmy adhesions. After a sharp curettage, both ostia were able to be visualized clearly. At the end of the procedure, there were no coils visible from the right tubal ostium and there were six coils visible from the left tubal ostium. X ray thoracic spine, 2 views on (B)(6) 2010, impression: possible old mid thoracic vertebral body fracture. Current weight as of (B)(6) 2018: 200 lbs. Approximate weight at the time of essure placement: 215 lbs. On an unknown date, pregnancy test was performed which was positive. On (B)(6) 2015, diagnosis: none specified. Impression: successful bilateral uterine artery embolization. Findings: ultrasound shows a normal, anechoic right common femoral artery. Normal internal iliac arteries bilaterally, with the exception of mildly enlarged uterine arteries. Focally increased vascularity in the region of the cervical ectopic pregnancy. Post embolization control arteriograms show sluggish flow bilaterally. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, pid. Invalid lot number 806007. Lot number: 626531, manufacturing date:2008-02, expiration date:2010-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("cervical ectopic pregnancy/ pregnancy (with complications)/ pregnancy (termination)/ pregnancy (ectopic)"), fallopian tube perforation ("migration of essure on her right side - "dangling out of the right fallopian tube" - perforating fallopian tube/ migration of essure device location of device: hanging from right fallopian tube") and genital haemorrhage ("heavy bleeding/ heavy bleeding [due to depot shots]") in an adult female patient who had essure (batch no. 806007) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 3 (date of births: (B)(6) 1990, (B)(6) 1991, (B)(6) 1993), stomach cramps, nausea, gagging on medication, vomited, throat irritation, heartburn, common cold, cough, gerd, hiatal hernia, weight loss (lost 14 ibs in 2.5 months) in 2006, pap smear abnormal, spotting vaginal, vaginitis, wheezing, gastritis, fever, chills and productive cough. No history of migraines prior to essure. Previously administered products included for birth control: iud mirena from 2006 to 2008 and depo from 1993 to 2006. Past adverse reactions to the above products included pregnancy with iud mirena. Concurrent conditions included asthma, vaginal itching, chest pain, shellfish allergy (hives), alcohol use (0-1 drinks per week), obesity, chronic back pain, chest cold, hypertension, yeast infection, insomnia, candida infection, rash, dyspepsia, epigastric discomfort, arthritis, smoker, galactorrhea, hyperlipidemia, drug allergy (swelling), vitamin d deficiency and candida vaginal. Family history included high cholesterol (grandmother). Concomitant products included cetirizine hydrochloride, cyclobenzaprine hydrochloride (flexeril), dulera, hydrochlorothiazide, ibuprofen, ibuprofen (motrin), naproxen sodium (aleve), omeprazole, salbutamol (albuterol) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)/ pain abdominal (several days during menstrual cycle, moderate)") and abdominal pain ("severe abdominal pain/ right side of abdomen pain (constant, moderate to severe)"). In (B)(6) 2015, 7 years after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria life threatening and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression/ psychological or psychiatric problems condition: depression"), weight fluctuation ("weight fluctuations"), dyspareunia ("coital pain, pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during intercourse (every interlude, moderate to severe)/ pain during intercourse [due to ill-fitting iud]"), migraine ("migraines/ migraines (periodic, moderate)"), menstrual disorder ("complications including menstrual bleeding"), pelvic pain ("severe pain/ pain"), female sterilisation ("tubal ligation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding"), mental disorder ("nervous breakdown with depression [due to unintended pregnancy while using iud]"), abdominal pain lower ("cramping became more painful") and complication of device removal ("complication of essure removal procedure"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with methotrexate, surgery (forced miscarriage, had to miscarry due to ectopic pregnancy) and surgery (on (B)(6) 2015, unilateral salpingectomy (one side), essure in right tube was removed). In 2015, the abdominal pain had resolved. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, depression, weight fluctuation, dyspareunia, menstrual disorder, pelvic pain, female sterilisation, vaginal haemorrhage, menorrhagia, mental disorder, abdominal pain lower and complication of device removal outcome was unknown, the genital haemorrhage had resolved and the dysmenorrhoea and migraine had not resolved. The pregnancy outcome was reported as elective abortion. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, female sterilisation, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, migraine, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she was informed that she would have to take drugs to induce miscarriage as carrying an ectopic pregnancy to term was extremely dangerous and could have caused untimely death. Essure in right tube was removed, left device continued. Removal surgeon advised of complications from essure removal procedure, that her right fallopian tube was bad and had to be removed with the implant. She was fearful the left side device will migrate and further injure her body. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion . Pathology report on (B)(6) 2007, results: low grade squamous intraepithelial lesion. Ultrasound of obstetrics on (B)(6) 2008, impression: gravid uterus containing a single live embryo measuring 7.1 weeks + I - 1 week size with a heart beat. Crown-rump length correlates with mean gestational sac size. Intrauterine device in the endometrial canal in thelower uterine segment and cervix. X ray thoracic spine, 2 views on (B)(6) 2010, impression: possible old mid thoracic vertebral body fracture. CT brain (B)(6) 2013, impression: extracranial soft tissue swelling CT face (B)(6) 2013, impression: minimal sinus thickening . Extracranial soft tissue swelling in the left supraorbital region. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Concerning the injuries reported in this case, the following one was described (confirmed) in patient¿s medical records: ectopic pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 12-feb-2018: follow up from pfs and m.r- reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number 806007 was added. Essure start date updated from (B)(6) 2008 to (B)(6) 2009. Events tubal ligation, vaginal haemorrhage, menorrhagia, mental disorder, abdominal pain lower, complication of device removal were newly added. Events pregnancy (with complications)/ pregnancy (termination)/ pregnancy (ectopic), psychological or psychiatric problems condition: depression, migration of essure device location of device: hanging from right fallopian tube, dysmenorrhea (cramping)/ pain abdominal (several days during menstrual cycle, moderate), dyspareunia (painful sexual intercourse), pain, pain during intercourse (every interlude, moderate to severe)/ pain during intercourse [due to ill-fitting iud], right side of abdomen pain (constant, moderate to severe), migraines (periodic, moderate), heavy bleeding [due to depot shots] were clubbed incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("cervical ectopic pregnancy/ pregnancy (with complications)/ pregnancy (termination)/ pregnancy (ectopic)"), fallopian tube perforation ("migration of essure on her right side - "dangling out of the right fallopian tube" - perforating fallopian tube/ migration of essure device location of device: hanging from right fallopian tube") and genital haemorrhage ("heavy bleeding/ heavy bleeding [due to depot shots]") in an adult female patient who had essure (batch no. 626531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida, parity 3 (date of births: (B)(6) 1990, (B)(6) 1991, (B)(6) 1993), stomach cramps, nausea, gagging on medication, vomited, throat irritation, heartburn, common cold, cough, gerd, hiatal hernia, weight loss (lost 14 ibs in 2.5 months) in 2006, pap smear abnormal, spotting vaginal, vaginitis, wheezing, gastritis, fever, chills and productive cough. No history of migraines prior to essure. Previously administered products included for birth control: iud mirena from 2006 to 2008 and depo from 1993 to 2006. Past adverse reactions to the above products included pregnancy with iud mirena. Concurrent conditions included asthma, vaginal itching, chest pain, shellfish allergy (hives), alcohol use (0-1 drinks per week), obesity, chronic back pain, chest cold, hypertension, yeast infection, insomnia, candida infection, rash, dyspepsia, epigastric discomfort, arthritis, smoker, galactorrhea, hyperlipidemia, drug allergy (swelling), vitamin d deficiency and candida vaginal. Family history included high cholesterol (grandmother). Concomitant products included cetirizine hydrochloride, cyclobenzaprine hydrochloride (flexeril), dulera, hydrochlorothiazide, ibuprofen, ibuprofen (motrin), naproxen sodium (aleve), omeprazole, salbutamol (albuterol) and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)/ pain abdominal (several days during menstrual cycle, moderate)") and abdominal pain ("severe abdominal pain/ right side of abdomen pain (constant, moderate to severe)"). In (B)(6) 2015, 7 years after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria life threatening and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression/ psychological or psychiatric problems condition: depression"), weight fluctuation ("weight fluctuations"), dyspareunia ("coital pain, pain during intercourse/ dyspareunia (painful sexual intercourse)/ pain during intercourse (every interlude, moderate to severe)/ pain during intercourse [due to ill-fitting iud]"), migraine ("migraines/ migraines (periodic, moderate)"), menstrual disorder ("complications including menstrual bleeding"), pelvic pain ("severe pain/ pain"), female sterilisation ("tubal ligation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding"), mental disorder ("nervous breakdown with depression [due to unintended pregnancy while using iud]"), abdominal pain lower ("cramping became more painful") and complication of device removal ("complication of essure removal procedure"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with methotrexate, surgery (forced miscarriage, had to miscarry due to ectopic pregnancy) and surgery (on (B)(6) 2015, unilateral salpingectomy (one side), essure in right tube was removed). In 2015, the abdominal pain had resolved. At the time of the report, the ectopic pregnancy with contraceptive device, fallopian tube perforation, depression, weight fluctuation, dyspareunia, menstrual disorder, pelvic pain, female sterilisation, vaginal haemorrhage, menorrhagia, mental disorder, abdominal pain lower and complication of device removal outcome was unknown, the genital haemorrhage had resolved and the dysmenorrhoea and migraine had not resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal pain, abdominal pain lower, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, female sterilisation, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, migraine, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: she was informed that she would have to take drugs to induce miscarriage as carrying an ectopic pregnancy to term was extremely dangerous and could have caused untimely death. Essure in right tube was removed, left device continued. Removal surgeon advised of complications from essure removal procedure, that her right fallopian tube was bad and had to be removed with the implant. She was fearful the left side device will migrate and further injure her body. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion pathology report on (B)(6) 2007, results: low grade squamous intraepithelial lesion. Ultrasound of obstetrics on (B)(6) 2008, impression: gravid uterus containing a single live embryo measuring 7.1 weeks + I - 1 week size with a heart beat. Crown-rump length correlates with mean gestational sac size. Intrauterine device in the endometrial canal in thelower uterine segment and cervix. X ray thoracic spine, 2 views on (B)(6) 2010, impression: possible old mid thoracic vertebral body fracture. CT brain (B)(6) 2013, impression: extracranial soft tissue swelling. CT face (B)(6) 2013, impression: minimal sinus thickening extracranial soft tissue swelling in the left supraorbital region. Current weight as of (B)(6) 2018: 200 lbs. Approximate weight at the time of essure placement: 215 lbs. Concerning the injuries reported in this case, the following one was described (confirmed) in patient¿s medical records: ectopic pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: essure lot number was updated incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 4-jan-2017: follow-up from lawyer: essure implanted in 2008, not 2007 (essure model number was updated), hsg test in 2008 (not 2007), event migration was updated to "fallopian tube perforation". Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and 7 years later got pregnant. It was a cervical ectopic pregnancy and she had to get a drug induced abortion. According to consumer, this ectopic pregnancy was the result of the migration of the essure on her right side, and which she described as dangling out of the right fallopian tube and subsequently perforating fallopian tube (this latest information was received upon follow-up). She also reported heavy bleeding. These events, seen as ectopic pregnancy, fallopian tube perforation and genital bleeding are anticipated in the reference safety information for essure. Considering the implied temporal relationship and the fact that genital bleeding may occur during essure use, causal relationship between this event and essure use cannot be excluded. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher. In this case, hsg was done three months after placement and confirmed that fallopian tubes were blocked. Although the fallopian tube perforation could have contributed to pregnancy occurrence, as concluded per reporter, causality between both events and essure use cannot be excluded. This case was regarded as incident due to the serious injury reported, and since device removal was required (right side). Non-serious events were also reported. No lot number and no sample were provided. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.